Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30 mg/dl with symptoms of unsteadiness when standing and walking and cognitive impairment associated with an alleged time/date issue. The patient self treated with glucose tablets/glucose gel and food and/or drink as treatment and remained on the pump. The reporter reviewed the pump and it was determined that the am and pm settings of the pump had been switched, causing the patient to receive basal rates at the incorrect time of day. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of getting the incorrect basal program during the day.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data from (B)(4) 2018 at 10:03 pm the time was manually switched to 10:03 am. According to the total daily dose and basal histories, the pump was running on incorrect programs for the time of day since (B)(4) 2018 due to the time and date being incorrectly set by the user after the pump time and date had reset to the factory default setting. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.